Event description:
Vns pt had passed away. The pt reportedly had a seizure during the day. The seizure stopped after the pt was given diastat. Emt's reportedly came to the pt's home. The pt returned to baseline according to parents except for mild degree of lethargy. The pt then went to sleep. It is believed that the pt had a seizure in their sleep and died of ventricular fibrillation. The pt had reportedly been seizure-free for 6 months prior to death. The pt was receiving vns therapy at the time of death. Autopsy report is pending. There is no evidence at this time that the ncp system caused or contributed to the reported event. Neurologist indicated that the relationship between the ncp system and the cause of death was unknown.